Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the motor may have had an intermittent failure that was not detected during our testing. Unable to test excessive no delivery and occlusion test due to motor error alarm. The insulin pump passed pump rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they have been waking up with unexplained high blood glucose of 200 mg/dl. Customer indicated that he always receives motor error during basal deliveries, when reservoir is empty and the rewind sequence. Customer wanted to troubleshoot and found that drive support cap is normal. Customer declined to check for air bubbles, site or insertion issues, settings or to perform the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.